Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "upper clave on filtered tubing leaked. Patient involvement: yes; death/serious injury: no; human harm: no; delay in therapy: no; medical intervention needed: no".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(4): "upper clave on filtered tubing leaked and/or spiros on secondary set more likely the blue clave. Complaint occurred in jcc chemo suite. Type of set used: filtered tubing. Missed dose: no. Over delivery: no. Under delivery: yes, 60mg of 260. Blood loss: no. Was there blood backflow from IV catheter: no. Was there any air infused: no. What was the length of time the set was in use before the incident occurred? 1hr. Consequences to patient? Unknown exact dose patient received since spilled on floor. When did the incident occur: during infusion. Patient involvement: yes. Death/serious injury: no. Human harm: no. Delay in therapy: no. Medical intervention needed: no."